Event description:
It was reported that a continuous glucose monitor showed error message 42 while connected to pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed error and no further issues were reported.